Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer experienced elevated blood glucose of approximately 400 mg/dl and was subsequently hospitalized. Reportedly, the customer discontinued use of pump and has reverted to an alternate method of insulin therapy. Tandem technical support made multiple follow up attempts with the customer, however, no response received.